Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they don't know how to use their external equipment and need to make an adjustment. Patient said the stimulation has been bothering them since implant and their whole side was kind of hurting and tingling but yesterday they increased stim and they are having pain in their back and their sides. Patient said they don't know for sure if it's all stimulation pain or if it's because their incision site is still swollen from implant, because it hurts where the stimulator is. Patient said they wanted to make sure they knew what they were doing as far as using their equipment to make changes but they didn't receive any manuals, other than MRI instructions, upon implant and they got an opened box. Reviewed therapy optimization options and therapy guidelines. Helped patient successfully connect external equipment to ins and decrease stim. Patient will monitor symptoms.

Event description:
Additional information was received from the patient. They called back reporting ongoing issues with pain. Patient reported sometimes it will give them cramps, and even though they got it implanted for fecal issues, it causes them to dribble urine. Patient asked for help with using external devices to turn therapy off. Reviewed how to do so. Patient plans to monitor symptoms and may call back for assistance changing programs in the future. Recommended patient follow up with their managing doctor to address their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.